Event description:
New information received indicates that this lead continued to exhibit high out-of-range pacing impedances and high thresholds. The lead was expalnted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). As of today this device has not been returned for analysis. Attempts to retrieve the device have been unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.